Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during drain 2 of 4. The technical service representative (tsr) assisted the home patient (hp) with the troubleshooting to clear the alarm. The tsr advised the hp to start over with new supplies or use manual supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. The hp was going to start over with new supplies. There was no patient injury or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported issue was not confirmed during evaluation. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, and clear passage test were performed with no issues noted. Initial evaluation of the device did not confirm the reported condition. If additional relevant information becomes available, a supplemental report will be submitted.